Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown cannulated screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter facility name, address and contact number was not provided for reporting. This report is for one (1) unknown cannulated screw. PMA/510(k) number is not available. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of eleven (11) locking screws, four (4) cortex screws, one (1) cannulated screw, one (1) variable angle locking compression (lcp) proximal tibia plate, and one (1) lcp posteromedial proximal tibia plate due to infection. There was no delay in surgery. Patient outcome was not reported. This report is for one (1) unknown cannulated screw. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : patient¿s height reported as 5 feet 6 inches. Reporter facility name, address and contact number provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.